Event description:
It was reported that (1) device was used during a hysterectomy. It was reported by the affiliate that the atb35 could not reload the second tr35w cartridge. Another instrument was used to complete the case. There was no consequence to the pt.